Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the device did not fire any clips. The surgeon applied another device without patient injury.

Manufacturer narrative:
9/9/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6.